Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 3,3 mmol/l (accu-chek performa ii meter) and "hi" mmol/l = greater than 33.3 mmol/l ( accu-chek performa combo meter).